Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Therapy date: unknown; unknown bearing; unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04104; 0001825034-2019-04105.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, the pmi group is requesting an unknown custom device for a revision on unknown date due to unknown reasons. Attempts have been made and no further information has been provided.